Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer disabled arm 2. Follow up with the customer confirmed no further issues were noted in subsequent procedures. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported a non-recoverable fault occurred on the system during a procedure. The caller was not presented in the room at the time of the incident, but or staff informed the caller about the fault. After rebooting the system, it powered on, homed, and operations resumed. However, arm 2 faulted, went limp, and tipped over. The procedure was a three-arm case, so arm 2 was undocked and moved aside, allowing the procedure to continue with arms 1, 3, and 4. No injuries were reported, and the procedure proceeded smoothly. Tse reviewed the system logs, and confirmed a mid-procedure restart, but no other errors were detected. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.